Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the water was filled up, there were insufficient and highly fluctuating flow rates, accompanied by increasing cooling of the water temperature to -18°c and jumping temperatures up to 22°c. Sales representative, routine maintenance + defective heater. Per additional information received via mail on 10dec2025, device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx. No patient involvement. Per confirmation via smx chatter from technician on 17feb2026, after they filled the device correctly, it worked without any errors. So yes, overfilling did lead to fluctuating the flow rate.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the water was filled up, there were insufficient and highly fluctuating flow rates, accompanied by increasing cooling of the water temperature to -18°c and jumping temperatures up to 22°c. Sales representative, routine maintenance + defective heater.